Manufacturer narrative:
The analyzer's serial number is (B)(6). The alleged sample was discarded and is not available for investigation. The initially reactive sample was not retested in duplicate. Product labeling states: "samples with an initial cutoff index of = 1.0 are considered initially reactive. Samples with a cutoff index of = 0.90 to < 1.0 are considered borderline. All initially reactive or borderline samples should be reassayed in duplicate using the elecsys hbsag ii immunoassay." The investigation did not identify a product problem. Due to the lack of information, the investigation did not identify a specific cause of the event.

Event description:
There was an allegation of a false-reactive elecsys hbsag ii result for 1 patient on a cobas e 602 module. The initial result was 1.04 coi (reactive). After liquid flow cleaning and recalibration, the sample was retested. The repeated result was 0.4 coi (non-reactive).